Event description:
The customer reported their display failed. Welch allyn replaced the display. There was no report of any patient harm as a result of the reported event.

Manufacturer narrative:
Our evaluation of this incident is not yet complete. A f/u report will be submitted when the evaluation is complete.